Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited intermittent capture and high capture threshold. The lv lead was capped and replaced on (B)(6) 2025. The patient was stable.